Manufacturer narrative:
The pump was received with a blank display due to battery tube and broken battery tube threads, the broken battery tube and battery tube threads do not allow the battery cap to stay locked in properly. Unable to perform the displacement test due to blank display. The pump was also received with the case cracked behind the pump at the corner of the belt clip rails and cracked lcd window. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on back of insulin pump and screen. The customer stated that the top of battery compartment was cracked. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.